Event description:
Removal of 1.0 mm adaption plate (12-hole) due to inflammatory response and infection was reported. It was also reported that while the surgeon was performing the revision surgery, it was noticed that the cortical screws were loose and disengaged from the plate and bone. No further information was provided. This report is for an unknown plate. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional device info: this report is for 1 unknown plate. PMA/510k: 510k is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received.